Manufacturer narrative:
Please note that device is distributed outside the united states, however it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report from the affiliate indicated that, during a coronary stenting procedure, a cypher 2.5 x 23 mm stent was implanted at 10 atm for 20 sec. The target lesion for the procedure was the first (1st) diagonal branch. The lesion was reported to be: de novo, moderately calcified, moderately tortuous and a 90% stenosis. The report stated that the stent delivery system (sds) balloon had difficulty deflating. Negative pressure was applied five or six times using the inflation device and the balloon deflated slowly taking approximately fifteen (15) seconds. The sds was removed and the stent was post-dilated with a nc sprinter 2.5 mm balloon. Ivus was done and confirmed that the stent was fully dilated. There was no reported patient injury. The physician's comment was that he was concerned about the risk of a serious patient injury.